Manufacturer narrative:
Device received with broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was beeping and there was no alarm message on it. The customer stated that insulin pump making the noise as it had a low reservoir. Customer stated reservoir lip ring was damaged and reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.